Manufacturer narrative:
Somatics became aware of this event through the anonymously submitted mw5092553 report, which does not provide any contact information for the complainant, the treating physician or facility, nor any additional information about the complainant, or circumstances surrounding the reported event. The mw report also does not provide any laboratory results, or other objective information to corroborate the complainant's reporting of the adverse effects suffered in relation to electroconvulsive therapy. The report does not identify which device model was used in the treatments. Because of the lack of identifying information, somatics is unable to follow up with any involved parties to learn what happened or to confirm whether the complainant was even treated with a somatics device. Moreover, the medical literature provides no evidence of the connection drawn by the complainant between ect treatments and the symptoms reported. Although somatics has determined that the subject event in the mw report is not likely reportable, because somatics is unable to follow up with the complainant and / or confirm the ect device in question was manufactured by somatics, we are submitting this report to the FDA in abundance of caution and to ensure full compliance with 21 cfr part 803.

Event description:
Complainant checked several of the boxes to describe the injuries reportedly suffered six (6) years ago. The where no supporting information attached to the mw5092553 report